Manufacturer narrative:
Per the instructions for use (IFU), chordae tendinae rupture is known as a potential adverse event which has been identified as a possible complication of the pascal implant procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to chordae tendinae rupture. Excessive manipulation of the implant below the leaflets may also cause the implant to be entangled in the chords; chordal entanglement may result in cardiac injury, worsening regurgitation, difficulty, or inability to remove the implant. The pascal training manuals instruct the operator on proper positioning and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure anatomy is suitable for the device), device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment of the device. Additionally, no manufacturing non-conformities were identified during the investigation. Available information suggests that procedural use (during the time of leaflet capture maneuvers, no flail was visible. Newly occurring flail was seen after retrieval of device from rv. According to physician team it is suspected that this happened during one of their maneuvers, or through the device retrieval) contributed to the reported event. However, a definite root cause is unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : not returned.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where a newly occurring flail was seen after retrieval of device from the right ventricle. After several unsuccessful attempts at grasping in the p2-s position, under severe imaging challenges, it was chosen to retrieve the device as no further optimization of the tricuspid regurgitation seemed achievable. The clasps were raised, the ace was elongated and pulled it back into the right atrium (ra). No resistance was reported by the physician and device was retrieved successfully in the ra and brought into closed position there. After that a newly occurring flail in the p2 segment was seen which we were not aware of before after the pascal was repositioned back into the atrium. The patient started with a torrential tricuspid regurgitation (tr) in the beginning of the procedure. After implanting two devices in an a-s position the tr could only be reduced to massive, so the physicians and cs decided to also try for an ace in the posterior part of the valve, to help the patient but the imaging quality was quite bad. It was tried to optimize clocking and position a few times to get a secure grasp on the posterior and septal leaflet but could not succeed at that. During the time of these maneuvers no flail was visible. After retrieval of the ace the tr was still rated as torrential, so no positive effect could be achieved. According to physician team it is suspected that this happened during one of the maneuvers, or through the device retrieval. They were of the opinion that this was not related to a malfunction of the device, as it reacted and behaved as expected.